Event description:
A caller reported that the insulin gauge displayed an amount different than expected, with a fill estimate showing 45 units, which was a discrepancy of more than 30 units. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the caller planned to load a new cartridge. Reportedly, the customer would load a new cartridge to address the issue.